Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material # 309653 lot # 3275068. It was reported by customer that they found that syringe black specks, dots inside, not floating in the medication, the ink reflecting throughout the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Spontaneous. Pt reported that is infusing right now, just started today. Completed 60ml out of 80ml. Last syringe found that syringe black specks, dots inside, not floating in the medication, the ink. Reflecting throughout the syringe. The manufacturer confirmed defective syringe advising not to use due to inside of syringe should only have lubricant and no ink. Inks should only be on the outside of the syringe. No missed dose or adverse events reported; unknown if available for return; unknown if md aware. No further information provided. Reported to (B)(6) by pt/caregiver. Lot# 3275068.

Manufacturer narrative:
Pr (B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 309653 and lot number 3275068. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received. Material # 309653 lot # 3275068. It was reported by customer that they found that syringe black specks, dots inside, not floating in the medication, the ink reflecting throughout the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Spontaneous. Pt reported that is infusing right now, just started today. Completed 60ml out of 80ml. Last syringe found that syringe black specks, dots inside, not floating in the medication, the ink reflecting throughout the syringe. The manufacturer confirmed defective syringe advising not to use due to inside of syringe should only have lubricant and no ink. Inks should only be on the outside of the syringe. No missed dose or adverse events reported; unknown if available for return; unknown if md aware. No further information provided. Reported to (B)(6) by pt/caregiver. Lot# 3275068.